Event description:
It was reported a patient underwent an unknown urological surgery on (B)(6) 2023 and suture was used. The suture was broken during use. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not received. Additional information has been requested and received. Quantity involved is 12. Could you please clarify how many devices had this issue (pull off suture needle)? Please confirm quantity =>the suture was broken during use, but it was not sure how many sutures broke, though the sales rep reported it as 12. * could you please clarify if these are the lot numbers qjccrp, qdcccqeo? If yes, please provide quantity for each lot number =>yes, and quantity for each lot number is unk. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. The lots provided are invalid. Qjccrp, are there any more characters available? Qdcccqeo, could the last character be a number 0? No product is available for return. Note: events reported on: mw# 2210968-2023-03197, mw# 2210968-2023-03199, mw# 2210968-2023-03200, mw# 2210968-2023-03201, mw# 2210968-2023-03202, mw# 2210968-2023-03203, mw# 2210968-2023-03204, mw# 2210968-2023-03205, 2210968-2023-03206, mw# 2210968-2023-03207, mw# 2210968-2023-03208. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/14/2023. Additional information was requested, the following was obtained: the lots provided are invalid: qjccrp, are there any more characters available? We only have information that the lot number as ""qjccrp"". Qdcccqeo, could the last character be a number 0? There is a possibility that the character is ""0"". This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: mw# 2210968-2023-03197, mw# 2210968-2023-03199, mw# 2210968-2023-03200, mw# 2210968-2023-03201, mw# 2210968-2023-03202, mw# 2210968-2023-03203, mw# 2210968-2023-03204, mw# 2210968-2023-03205, 2210968-2023-03206, mw# 2210968-2023-03207, mw# 2210968-2023-03208.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: mw# 2210968-2023-03197, mw# 2210968-2023-03199, mw# 2210968-2023-03200, mw# 2210968-2023-03201, mw# 2210968-2023-03202, mw# 2210968-2023-03203, mw# 2210968-2023-03204, mw# 2210968-2023-03205, 2210968-2023-03206, mw# 2210968-2023-03207, mw# 2210968-2023-03208. Product complaint # (B)(4). Date sent to the FDA: 6/16/2023. Corrected information: h6 (b18 device discarded). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.